Manufacturer narrative:
H3, h6: it was reported during a thr procedure, that a polarcup trial insert slotted 28/49 broke. The device intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. A complaint history review was performed. A review of the risk management documentation verifies the failure mode and severity of the reported issue. There are no CAPA/ pra/ hhe or field actions for the reported issue of the device in scope. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported during a thr procedure, that a polarcup trial insert slotted 28/49 broke. All pieces were retrieved. Procedure was completed with a backup device, a delay of 30 minutes or less is reported. No patient harm reported.